Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, implant of a 23mm sapien xt valve into a 25mm mitroflow in the pulmonic position by transfemoral approach occurred. After a difficult but successful crossing of the prosthetic valve, the sapien xt was delivered but the delivery balloon would not empty and contract. A forced balloon rupture was attempted using additional volume, but this was not successful. The balloon was then pierced (via additional access on left) in the proximal section, but the balloon would still not empty. The balloon was then pierced again in a more distal and fully expanded portion. This permitted the balloon to deflate. It is believed that with the manipulation of the device to cross the prosthetic valve, there was a torsion of balloon. When the balloon was fully deployed, this then caused the balloon to pull tight and cause a kink in the balloon track which prevented the balloon from emptying. The device is being returned for evaluation.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not retained for evaluation. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other similar complaints. During manufacturing of the novaflex+ delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The ifus, device preparation manuals, and procedural training manuals were reviewed. During thv delivery, in thv-in-surgical valve procedures, position the thv/balloon assembly so that the thv overlaps the surgical valve annular sewing ring and at the same time covers the leaflets. Ensure the valve is correctly aligned between the markers. Begin thv deployment: unlock the inflation device, ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Deploy the thv by inflating the balloon with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Additionally, since no edwards defect which could have resulted in the complaint was confirmed, no preventative or corrective actions are required. The deflation difficulty and difficulty crossing prosthetic valve were unable to be confirmed as neither the complaint device nor applicable procedural imagery were provided for evaluation. Due to the unavailability of the device, no manufacturing non-conformances were able to be identified during the evaluation. A review of DHR, lot history, and manufacturing mitigation's supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. As reported in the complaint event description, 'after a difficult but successful crossing of the prosthetic valve, the xt was delivered, but the delivery balloon would not empty and contract.' The case notes mention the patient had a moderate calcification and tortuosity of the access vessels. Push force can vary due to vessel diameter, tortuosity, and degree of calcification. Tortuosity in the vasculature can cause issues with tracking of the delivery system, requiring more force to advance to the delivery system forward and ultimately cross the valve. It is also possible that the delivery system interacted with the preexisting prosthetic valve while crossing, further contributing to crossing difficulties. The training manual warns, 'excessive rotation may result in twisting of the balloon catheter and difficulty with inflation / deflation of the balloon.' If the device is twisted during tracking and crossing due to tortuosity, it is possible patient factors may have contributed to deflation difficulties. Additionally, the manipulation required to overcome the crossing difficulties may further torqued the device and contributed to deflation difficulties. Without the return of the complaint device or applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that patient (tortuosity, preexisting valve) and procedural factors (excessive device torqueing during crossing) may have contributed to the reported event.